Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was in their pocket and it buzzed. Patient stated they took it out of their pocket and could not recall if there was a message on it; however, there was no data on it before 4pm. Patient stated the receiver is working fine now. No additional event or patient information is available.